Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "the guidewire where the marking toward the harder ends causes the dilator to feel some dragging, and that is probably why the dilator becomes dull when dilating the skin, and the peel away sheath to shear the tip." No other information was provided.